Event description:
The customer was receiving high results. The customer stated they received a result in the 400's mg/dl and the customer dosed extra insulin. The customer went into insulin shock. Paramedics were called and they received a blood glucose result of 28mg/dl. The customer was given an IV and taken to the hosp. The customer ate food and was released. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.